Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the detached tubing connection of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was 240ml. There was no report of medical intervention associated with this event. No additional information is available.